Event description:
Reporter indicated that the patient's level of seizure control was becoming more profound. It was not stated if the increased seizure frequency had passed the patient's pre-vns level of seizures. The patient was scheduled to have a larengoscopy to assess whether the patient's vocal folds were being affected by stimulation, to assess whether stimulation was being properly delivered. Attempts for further information from the patient's treating neurologist are underway. Due to a lack of information, the relationship between the reported increase in seizure frequency and vns therapy cannot be determined.